Event description:
It was reported that the inflatable penile prosthesis (ipp) pump migrated during healing to behind the testicles observing a hematoma that scared the pump there. It was also mentioned the patient experienced pain due to this his scrotum is very sensitive and could not squeeze pump possible caused by a very thick capsule around the pump. A surgical procedure was performed to replace the system. There were no patient complications.